Event description:
Related manufacture reference number: 2017865-2022-45490. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited high pacing impedance. It was also noted that the patient experienced discomfort due to extra-cardiac stimulation from the left ventricular lead. On (B)(6) 2022, the right ventricular lead was capped and replaced while the left ventricular lead was explanted and replaced. The patient was in stable condition.